Event description:
A pt reported experiencing inaccurate high results with an ot profile meter. The pt's blood glucose was 201, 147, and 128 with a 27% difference. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.